Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant procedure, the lens shot out of the injector and into a patient's eye. The surgeon was able to position the lens properly and leave it implanted with no harm to the patient.

Manufacturer narrative:
Only the device was returned. Solution was dried in the device. The plunger is oriented correctly. The plunger is nearly fully advanced. The plunger tip is extending beyond the device tip. No damage was observed to the device. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified viscoelastic was used in the device. The root cause for the complaint of "lens shot out of the injector into the eye" may be related to a failure to follow the dfu. A non-qualified viscoelastic was used. Material properties of a non-qualified viscoelastic may contribute to underfill, overfill, misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes. The manufacturer internal reference number is: (B)(4).